Event description:
Plaintiff alleges being sensitized to latex by wearing latex gloves and has developed an allergy to latex. As a result of this, she alleges suffering from hives, wheezing, swelling of the face and hands, hand sores, hand dermatitis, runny eyes and nose and difficulty breathing. Further alleges that she is severely restricted in her life as to where she can go and what she can do. Plaintiff's children allege loss of consortium of their mother. Plaintiff's husband allege loss of consortium of his wife.